Manufacturer narrative:
Additional information provided in a.1. And b.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The logfile showed multiple successfully performed treatments. The reported treatment could not be identified in the log file without treatment report. All treatments on the day were finished successfully and without any issue. No relevant deviation between planned and performed energy was detectable for all treatments. According to the attached document, the flap thickness of reported treatment was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported multiple cases of rainbow glare post lasik. Additional information has been requested. There are multiple related reports for this event. This report addresses the unknown affected patients, and other manufacturer reports will be filed for the identified patients.